Manufacturer narrative:
D4: primary unique device identification (UDI) number - (B)(4). The investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a right transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra valve, the commander delivery system with the crimped valve could not be advanced into the esheath+ and became stuck within the blue portion. All devices were subsequently removed as a single unit. There was no patient injury was reported. However, the procedure was aborted, and it was decided not to implant a valve via this access at that time. Based on the image provided, it was reported that a valve strut had come loose and that the balloon was punctured. All components were successfully removed. The perceived root cause of the event was patient anatomy.